Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump seemed to be ¿lagging¿ when delivering a bolus, effecting insulin delivery to the patient. Animas customer support made several attempts to contact the reporter in follow up for further details; however, the reported did not respond to these attempts. This issue is being reported as an issue with the pump not performing as intended with regards to the insulin delivery to the patient which may result in under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: on investigation, the pump¿s delivery speed was set to ¿normal.¿ review of the alarm history did not indicate any errors, warnings or alarms related to the complaint. The pump powered on without error. Ez-prime steps were successfully performed. Bolus simulation was performed without ¿lagging¿ observed. Simulated boluses were correctly recorded in the pump¿s history. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The total daily doses added up to correctly reflect the user¿s programmed basal rates. No errors, alarms or warnings occurred during testing. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.